Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. The unit had a cracked reservoir tube, broken reservoir tube lip, broken battery tube threads and cracked corner display.

Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.